Event description:
Boston scientific received information that the patient with this device had experienced several syncopal episodes in the past. Each syncopal episode was accompanied by several sudden bradycardia response episodes.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.